Event description:
Feeding tube connector is broken causing stomach juices to leak and the food to not be administered. Used two packs and both were defective. Prescription for fully enteral feed depenendent. Ref report: mw5168779.